Event description:
It was reported that the customer needed assistance with reprogramming her insulin pump. The customer's blood glucose at the time of the call was unknown. The customer stated that the insulin pump was not working the day prior and that her blood glucose was very high. The customer stated that she was hospitalized the day prior on (B)(6) 2015. The customer explained that the needle was bent and thus was not inserting into her skin. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.